Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker presented to the emergency room after not feeling well. Upon device interrogation, it was noted that there was no rv capture and pacing impedances were greater than 2000 ohms. The patient was then seen for a revision procedure where the lead was capped and the device was explanted. There were no additional advese patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.